Event description:
This device was part or a legal action and the pt passed away. Legal documents state that pt experienced syncope and they were unable to replace the device, due to possible infection.